Event description:
On (B)(6) 2009, the pt was implanted with 4 gore excluder aaa endoprosthesis for an abdominal aortic aneurysm. On an unidentified date, the pt developed a distal type I endoleak. On an unidentified date, the pt underwent a coil embolization of the endovascular sac. On (B)(6) 2011, the four implanted gore excluder aaa endoprostheses were explanted. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.